Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation found unit received inoperable due to "door not fully latched" message caused by a loose lower right mechanical screw causing door hook misalignment. The door mechanism was replaced.

Event description:
During the evaluation of a spectrum pump for a separate symptom, it was found that the unit was inoperable due to constant "door not fully latched" messages.